Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #362c94 and 445c15. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the halves mixed. Upon visual inspection, the staple height selector from the right side of the device was broken and with no cartridge reload loaded in the device. Further analysis shows the anvil partially detached from the left side and the anvil post on this area appears to be damaged as if the anvil was pulled out off the device. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers 362c94 and 445c15, and no non-conformances were identified. The lot#585c81 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure there was physical damage.